Event description:
Reporter indicated vns pt fainted on two separate occasions which the primary care physician attributed to heat. Follow up with the pt's treating neurologist revealed the pt experienced 2 drop attacks, which indicates a change in his seizure pattern. The neurologist scheduled an eeg to confirm the change in seizure pattern. Good faith attempts to obtain additional info have been unsuccessful to date.